Event description:
It was reported that this right ventricular defibrillation lead exhibited noise on the rate/ sense channel and oversensing, without pacing inhibition. A revision procedure was performed, the lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.